Event description:
History of present illness: this is a term newborn male infant whose mother had a normal pregnancy and delivery who was consented for routine circumcision. Consent obtained and placed on chart. Penis cleaned with alcohol prep pad. Using a #25 gauge needle, a dorsal penile block was performed with 1% lidocaine without epinephrine. Penis and scrotum were prepped with betadine swabs x3 and draped in sterile fashion. Circumcision performed using a gomco 1.3 in the usual fashion. When foreskin was being cut with a #11 blade, the gomco bell came out of the gomco anvil. The foreskin was removed easily. Bleeding noted at the base of the penile shaft. Manual pressure applied with dr. (B)(6), chief of pediatrics at (B)(6) hosp, was consulted. Penile glans, shaft and urethral meatus were without injury. Bleeding was controlled with manual pressure and application of surgicel. However; the foreskin was noted to be removed along the entire right side of the penile shaft. Dr. (B)(6) agreed that the pt would likely require eval by a pediatric urologist. Spoke with dr. (B)(6), (B)(6) medical ctr neonatologist on call, who agreed to accept the pt. Pt was transferred to (B)(6) medical ctr via ambulance. Infant in stable condition upon transfer. Multiple sets of post-procedure vital signs were stable.